Event description:
Following a diagnostic procedure an angio-seal device was placed. However, sixteen hrs later while the pt was at home, he noted a small to moderate amount of blood at the site when the initial pressure dressing was removed. He then applied a new dressing, which became saturated. The angio-seal info coordinator r.n. Advised the pt to lay flat and apply both digital pressure and a pressure dressing to the groin site. The physician later followed up with the pt, who reported no hematoma or further complications.